Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead fell apart when taken out of pocket with continued manipulation during surgical procedure. The ra lead was abandoned surgically. No additional adverse patient effects were reported.